Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp attached to a groshong catheter and two groshong catheter segments measuring approximately 10.8 cm and 1.4 cm were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and the identified material separation, wear and deformation issues, as a circumferential split was observed just distal to the distal end of the cath-lock. A complete circumferential break was observed approximately 4.0 cm from the distal end of the cath-lock. Complete circumferential breaks were observed on both ends of the 10.8 cm segment. The edges of the circumferential split were observed to be jagged and smooth. The edges of the complete circumferential break were noted to be granular in one region and smooth in another. The edge of the break on the proximal end of the 10.8 cm catheter segment appeared jagged, with both a rounded and granular surface break. The edge of the other end of the 10.8 cm catheter segment appeared smooth, although a sharp edge was noted. The edge of the distal catheter segment also appeared smooth, with a notable sharp edge. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in d2 and g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately thirteen months post port placement on internal jugular vein, the catheter was allegedly broken. It was further reported that port was removed from body. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in procode and PMA/510k. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately eighteen months post port placement on internal jugular vein, the catheter was allegedly broken. It was further reported that port was removed form body. There was no reported patient injury.